Event description:
It was stated that a patient with initials (B)(6) undergoing a demonstration process with the ambulatory cadd vip pump reported that, at the time of changing the reservoir, the device was leaking from the lower edges, and when moved, it soaked the entire cassette. The medication being administered was blinatumomab, 112 mcg, at a concentration of 0.45 mg/ml, the diluent was sodium chloride 0.9 per cent, final volume 250 ml, prepared on (B)(6) 2025 for a continuous infusion over 4 days, and it came into contact with the patient at home, as the leak was reported from there. It dampened the carrier pouch where the pump is held. The pump was functioning properly and once the patient arrived at the clinic, the pump and cassette were inspected using personal protective equipment and the mixing center prepared a new 250 ml reservoir. Nursing staff carried out the replacement and subsequently discharged the patient. There was no adverse event/harm reported.

Manufacturer narrative:
Three photos and a video were attached to the complaint. Based on photo and video review, the reported complaint was confirmed. No product was returned. The cause for the reported issue was unknown. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.